Event description:
It was reported that the pt's generator site was infected. Pt's generator was explanted and not re-implanted. Follow up with the surgeon's nurse revealed that the cause of his infection was due to chronic siyolitis at the generator site. It was caused by pt's twiddler syndrome and playing with it. Pt ended up with an open wound and after taking him to surgery for wound revision, they found out that it was infected with redness and swelling. Nurse did not think it was device related, but it was pt related. Further follow up information revealed that pt is not re-implanted, and is currently undergoing treatment with antibiotics. Once infection is cured, pt will undergo re-implant surgery. Nurse did not know the results of the cultures taken. Sterility check was performed and confirmed that the products were sterile prior to distribution. Explanted products were returned to manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.